Event description:
I had breast augmentation done at health center. Dr used the on q pain pump. During placement of the right catheter, he caused a right iatrogenic pneumothorax, and while removing the left side of the catheter, he pulled so hard, it broke. He never found out where the catheter is located, "he said just leave it where it is. "I have tried on my own to have it located, x-rays, ultra sounds, MRI and a mammogram. It is not showing up. I want to know if it is in a safe place or what if it migrated. I am scared to death and experience pain daily. Route: sq. Dates of use: 2006. Diagnosis or reason for use: pain control after breast augmentation.